Manufacturer narrative:
The pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat within specification at 0.0873 inches. The thump and carelink software were utilized and downloaded trace/history files properly. The insulin flow blocked alarm functions properly during the basic occlusion test, occlusion test and force sensor test. No unexpected insulin flow blocked alarm/no delivery alarm or low reservoir alarm noted during testing. Successfully downloaded history files and traces using thump. In further analysis of the pump history found insulin flow blocked alarm/no delivery alarm 2 days prior to the event date of 02-mar-2026 in the formatted history file. Multiple no delivery alarm/insulin flow blocked alarm were found on (B)(6) 2026 at 16:31:05.000 and 16:37:59.000 during fill cannula deliveries. Pump primed, rewind and load reservoir process/preparing to prime properly during testing. No over delivery anomaly noted. No pump keeps pushing out the insulin and with no insulin left on the reservoir during testing. Unable to verify daily total of basal/bolus and all insulin delivered on the event date 02-mar-2026 listed on smartsolve due to insufficient data in the trace/history files. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the pcba 1, pcba 2, force sensor, motor and vibrator assembly noted. Force sensor zero offset within specification (24.1 mv). The pump was received without a battery. The pump was received with a battery cap. No cracked/damaged battery cap noted during visual inspection. The test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: cracked belt clip rails, cracked select button keypad overlay, cracked case behind the pump at the battery compartment and cracked battery tube threads. The pump passed all the required testing. Unable to verify customer alleged for high bgs/low bgs. Customer alleged for low reservoir alarm, rewind anomaly, priming process (¿load reservoir¿ process/¿preparing to prime¿ loop), (pump over delivery) pump keeps pushing out the insulin and there's no insulin left on the reservoir, insulin flow block/no delivery alarm was not confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hypoglycemia with blood glucose value of 48 mg/dl. The customer reported hypoglycemia was treated with glucagon. The event involved product(s) mmt-397a, mmt-7040b, mmt-1884, mmt-332a. Troubleshooting was performed. The pump keeps pushing out the insulin and there's no insulin left in the reservoir. The customer reported an issue with the low reservoir alert on the pump. The customer completed rewind and load reservoir process successfully. The customer reported an insulin flow blocked alarm. Ensure the customer is disconnected from site (or qr if site is inserted) and remove the reservoir from the pump. Advised the customer to remain disconnected and asked the customer to disconnect and reconnect the tubing connector to the reservoir. The customer has a plunger. It was unknown whether the customer was using the insulin pump within 48 hours of the reported event. There is no mention of the auto mode feature at the time of the event. No further patient complications were reported. The customer will discontinue the use of the pump and revert to a backup plan per healthcare professional instructions. No product return is required for mmt-7040b. Mmt-397a, mmt-1884, mmt-332a was requested, and the customer response was the device will be returned.